Manufacturer narrative:
Device evaluation is not necessary as the infection is not related to the functionality or delivery of therapy of the device.

Event description:
The patient experienced infection within three months of vns implant. Generator and lead were explanted due to the infection. Device history records for the generator and lead were reviewed and it was confirmed that the devices were hp sterilized prior to distribution. No other relevant information has been received to date.